Event description:
It was reported that the patient complained of dizziness, and that there was high impedance, high thresholds, and "concerning" positioning noted on x-ray. The lead was explanted. The atrial lead was then returned to the manufacturer, analyzed, and tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted . Evaluation summary: inner insulation breached; full lead returned and analyzed.